Manufacturer narrative:
(B)(4). This lot was manufactured from december 5, 2014 to december 8, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified a black mark on the filter of the device. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a black mark on its filter. This was identified after the device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.